Event description:
It was reported that the patient had expired approximately after implant duration of zero days, due to acute and chronic right heart failure. It was additionally reported that a second device, model #4900, was implanted. Refer to MFR #6000002-2008-08854. Another device, model #6900p, was explanted. Refer to MFR #6000002-2008-08509. No other details were provided.

Manufacturer narrative:
Acute and chronic right heart failure. Device not returned.